Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 1/5/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification of the returned material, revealed particles and debris on the lens. However the lens was returned outside the lens case. And without an inner and outer pouch. And therefore, cannot be confirmed to be related to the manufacturing process. Sterility issues could not be confirmed, because no inner and outer pouch were received for evaluation. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted; if explanted; give date: lens was not implanted, therefore not explanted. Phone:(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the he iol plastic tray was found in the carton box without a single plastic wrapping, and therefore, not sterile. No patient involvement was reported and no additional information was provided.